Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: with the information provided, the most probable cause for the pt's pain is the reported leg length discrepancy reported by the pt. This indicates the most likely at the time of implantation, an unsatisfactory reconstruction of the pt's natural offset, version and leg length was created with the prostheses. Zimmer offers a variety of options with these products to appropriately reproduce the natural hip joint structure which is covered in the corresponding surgical techniques. With available information, a definitive cause cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the devices were implanted in 2009 and the pt is unable to lift her leg; she is in severe pain, can't sit, walk or work.